Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a vena cava filter placement procedure, deployment issues occurred. The physician attempted to deploy a 12f greenfield stainless steel filter in the vena cava. Upon deployment, the legs of the filter did not open. A second filter was placed and deployed immediately above the first filter without issues. No further patient complications were reported.